Event description:
It was reported that "occlusion alarm keeps going off". No patient injury was reported.

Manufacturer narrative:
No information has been provided to date. Device evaluation: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
B5: additional information received via email on 22-august-2022 from customer and attached in complaint: not in patient use, prior to use during routine testing. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Replaced uso (upstream occlusion) sensor as a preventative measure. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.